Event description:
It was reported that the patient underwent a surgical procedure to explant this inflatable penile prosthesis pump. During surgery, erosion was identified. No additional patient complications were reported.